Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, and loss of capture. The lead was suspected to be fractured. During extraction the helix appeared to be broken as "torque was building up." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4473 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.